Event description:
It was reported that the patient came into the emergency room complaining of tiredness and low heart rates. The implantable pulse generator (ipg) was unable to be interrogated and was subsequently found to be at end of life (eol). Device change out was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 43810, lead, implanted (B)(6) 1996. (B)(4).